Manufacturer narrative:
Summarized patient outcomes/complications of left bundle branch area pacing after transcatheter aortic valve implantation were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes mellitus type 2, chronic kidney disease, dilated cardiopathy, coronary artery disease, cerebrovascular disease, oncological disease, and atrial fibrillation. Some of the complications reported were intracranial hemorrhage, stroke, heart failure, shock; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Literature attachment: left bundle branch area pacing after transcatheter aortic valve implantation. A single center experience b3: event date was estimated. .

Event description:
The article, "left bundle branch area pacing after transcatheter aortic valve implantation. A single center experience", was reviewed. This research article is a retrospective single-center experience to describe the feasibility, safety and clinical outcomes of left bundle branch area pacing (lbbap). Devices that were included in the study were portico, navitor, and corevalve. The article concluded that lbbap post-tavi is a feasible and safe pacing strategy, demonstrating favorable electrophysiological and clinical outcomes over 1-year follow-up. [The primary and corresponding author was paula vela-martín, department of interventional cardiology, university hospital puerta de hierro majadahonda, madrid, spain, with corresponding email: paulavelamartin@gmail.com] [the secondary author was juan francisco oteo, department of interventional cardiology, university hospital puerta de hierro majadahonda, madrid, spain, with corresponding email: jf.oteo@gmail.com]. This study included all patients who underwent lbbap after tavi between (B)(6) 2020, and (B)(6) 2023. A total of 49 patients were included in the study, of which 44.89% (22) received an abbott device. The average age was 77.9 years. The majority gender was male. Comorbidities included hypertension, diabetes mellitus type 2, chronic kidney disease, dilated cardiopathy, coronary artery disease, cerebrovascular disease, oncological disease, and atrial fibrillation.